Manufacturer narrative:
A partial lead with the connector pin measuring 15.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A second portion of the lead was received. This supplemental report is for the evaluation of that portion. A partial lead with the connector pin measuring 15.0 cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed. A partial lead measuring 64.2cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The lead segments were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented for follow-up. An alert was received a few months prior. Upon interrogation, high impedance was observed. Insulation defect noted at revision. Lead was capped and a portion was returned for analysis.